Manufacturer narrative:
The diluent sample syringe unit and 2-way solenoid valve (part # (B)(4) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the syringe unit or the solenoid valve as the error could not be duplicated. The probable cause of the reported event was no determined as the solenoid valve and dispensing syringe part evaluations passed and the reported error could not be duplicated.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the issue by reviewing the quality control (qc) results on printout. The issue was reproduced by running control material and comparing the results to previous results; the values were out of range high. The issue was resolved by replacing the diluent syringe unit and the two-way valve. The instrument was validated by running two levels of controls for e2; qc results passed and were within published package insert ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08oct2018 through aware date 08nov2019. There were no other similar complaints identified during the review period. The st aia-pack beta human chorionic gonadotropin analyte application manual states the following: evaluation of results: quality control - in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the reported event was due to failure of the dispensing syringe.

Event description:
A customer reported out of range high quality control (qc) results for beta human chorionic gonadotropin (bhcg), progesterone (prog ii), and estradiol (e2) on the aia-360 instrument. The customer was using freshly thawed bio-rad control from lot 40980. The customer performed qc run for e2, progii and bhcg and only the results for level 1 e2 and level 1 prog ii were out of range high when comparing results to target values, but results were out of range high with peer data for all analytes. The substrate and wash were changed prior to reporting the issue. The customer had a pm previously performed, and the field service engineer (fse) calibrated the analytes. An fse was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), progesterone (prog ii), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.